Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Gastrointestinal hemorrhage is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient was in the hospital due to multiple falls, melena, and decreased hemoglobin. The cause of the event was not determined. The patient received 4 units of packed red blood cells.

Manufacturer narrative:
(B)(4).

Event description:
Correction to catalog #.